Manufacturer narrative:
This event has been previously reported by the manufacturer under MDR# 3002808486-2019-01632.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008. Per a CT (computed tomography) of the abdomen without contrast dated (B)(6) 2017: "ivc filter with several struts penetrating the walls of the ivc and passing into the surrounding tissues, abdominal aorta and a right paraspinal osteophytes".